Event description:
Information received from the field notes that a transtele- phonic check revealed asynchronous pacing at about 100 ppm in the ventricle. A magnet rate could not be obtained. The technician stated that the patient may have had an MRI or a surgical procedure. The patient reportedly had various medical problems. Before he could be seen by his physician, he expired. An autopsy was not performed and the device was presumably buried with the patient.